Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the common bile duct, performed on (B)(6)2021. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. It is unknown how the broken guide catheter was removed from the patient. Another flexima biiary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the common bile duct, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. It is unknown how the broken guide catheter was removed from the patient. Another flexima biiary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was not broken; however, the stent and guide catheter were observed kinked and the push catheter suture hole was torn. The guide catheter returned loaded and was removed with resistance. It was possible to release the stent. The reported event of guide catheter break was not confirmed. Based on all gathered information and the analysis performed of the returned device, the problems found could be caused by the manipulation of the device while advancing into the scope and the technique used. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.